Event description:
It was reported that there was an impedance issue. It was high and the value was not specified. The patient was going to meet with someone next visit to schedule a replacement. Impedance testing and reprogramming was due. The issue was not resolved and the cause of the issue was determined to be because the patient had two falls. No patient symptoms reported and the patient was alive with no injury. It was later reported that the patient¿s next visit had not been scheduled yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v006641, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not show up to her appointment. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.